Event description:
A pt reported that their one touch ultra meter kept giving the error 4 message. Attempted unsuccessfully to contact the customer to obtain more info. The pt had stated that 2 weeks ago, pt was in insulin shock and 911 was called. Unk what their blood glucose at that time was or what treatment was given to pt. Pt was not hospitalized. Pt stated that they kept getting the error 4 and error 5 messages on and off and did not feel comfortable using the meter. These issues were not resolved with troubleshooting. The meter was replaced. Letter sent to obtain more info.